Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device intermittently restarted/rebooted on its own. Complainant indicated that during subsequent functional testing, the malfunction was not duplicated. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded evaluation and testing of the device did not duplicate the reported malfunction. The customer indicated the suspect product will not be returning to zoll.